Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.25 x 38mm synergy¿ drug-eluting stent was advanced through the hemostasis valve with no resistance; however, when the device was removed, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.